Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. It was reported that approx. Five months after the procedure, in-stent restenosis was observed. Restenosis, as listed in the instructions for use, is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of patient benefit. There does not appear to be any indication of a stent delivery system quality problem.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring additional stenting. Device issue: none. It was reported, from post market study review, that in 2006, pci was performed on a patient presented with angina pectoris. The target lesion was a chronic total occlusion in the mid rca without tortuosity or calcification. The vessel diameter was 2.4 mm and a 2.5x28 mm pixel stent was successfully deployed. Approx five months later, in-stent restenosis was confirmed at the lesion where the pixel stent had been implanted. Revascularization was performed using two of another company's stents. No additional event or patient information is available.